Event description:
Reporter indicated that the patient presented to the physician's office unable to feel stimulation and with an increase in seizures. A system diagnositcs test at the office visit yielded high lead impedance reading indicating a possible lead break. Review of x-rays by manufacturer did not reveal any obvious lead discontinuities within the ncp system. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
H.6: device failure is suspected but did not cause or contribute to a death or serious injury.